Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The technical support provided recommended part replacement of the cpu pcba and customer refused repair. Ventilator is not being returned to service; resolution and disposition not identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported the customer contacted technical support stating that unit had error code message of primary alarm failed. There was no patient involvement.